Manufacturer narrative:
Medwatch sent on 3/1/2016. There was no reported particulate material or discoloration of the fluid from the reporting site upon complaint intake. In addition, the complaint reporter did not note on the allocated space on the returned goods authorization form that there was any discoloration of fluid or particulates involved. The explanted device was received in the lab 46 days after explantation. Analysis of device noted as follows: brown and white particles were observed on the inner surface of the implant. Creases were observed on the outer surface of the implant. The implant contained 555.72 gm of clear fluid. There was no leakage of the device. Valve functioning was satisfactory.

Event description:
Healthcare professional reported "left side device was originally filled with 550cc of saline, but at explant the left side weighed 640g (at least 80g too much), as possible "auto-inflation"". Device was removed.

Event description:
Healthcare professional reported "left side device was originally filled with 550cc of saline, but at explant the left side weighed 640g (at least 80g too much), as possible "auto-inflation". Device was removed.